Event description:
In 2008, the pt reported she sees air bubbles in the insulin cartridge of her infusion device which she was able to successfully remove. The proper procedure for changing the cartridge was reviewed with the pt. The pt stated she uses prefilled cartridges, and has noticed air bubbles in them when they arrive. She said she uses room temperature insulin. The pt primed her infusion set and ran a bolus. During troubleshooting, the pt stated she typically uses her cartridge for 10-14 days. The pt was advised to use the cartridge for 6 days. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional, or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.